Manufacturer narrative:
Other relevant device(s) are: product ID: 3998, serial/lot #: lb2702. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had not been getting coverage for a long time. Quad electrodes on the paddle lead were oor and abandoned. Only the octad lead was connected to the ins, however they were not getting great coverage and were feeling stimulation in the right side of their ribs and it was not helpful. The full ins system was explanted and replaced on (B)(6) 2019. When the quad paddle lead was explanted, it was fractured and cut already in the body prior to explant. No further complications were reported. 2019-01-10 (B)(4) (rep): no new info.